Event description:
Prior to c-section, a 16 french foley catheter was placed without incident. Nurse attempted to deflate balloon the following day and the balloon would not deflate. Provider attempted to deflate balloon and unable to deflate. Patient required return to or to have urinary catheter removed by cystoscopy.